Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead undersensed the patient's atrial fibrillation (af) due to low programmed sensitivity, and the patient received therapy for af with rapid ventricular response. The ra lead remains in use. No further patient complications have been reported as a result of this event.